Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose last night of 589 mg/dl. Troubleshooting found that the customer was not hospitalized and that the high blood glucose may have been due to not having sensor. Customer indicated that he treated with the pump.